Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep repaired the cable at the fluoro functions board connector, and reseated the fluoro functions and the generator interface print circuit boards and reloaded the flash memory as well as the calibration files. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a generator failed error message. No pt injury was reported.